Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm also customer experienced low blood glucose value. The customer¿s blood glucose was 199 mg/dl, 35 mg/dl and the sensor glucose was 68 mg/dl, 65 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 66 mg/dl. Blood glucose value associated with the triggered suspend event was 66 mg/dl. Customer treated with drinking (B)(6) and declined to troubleshot for low blood glucose value. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis and insulin pump will not be returned for analysis.